Event description:
It was reported that the patient experienced shocks. The atrial lead exhibited noise.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.